Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125. A medtronic representative went to the site to perform a system check out and they found the generator boot up failed. The voltage of the x-ray battery was low. The representative replaced the battery of the motion and x-ray. The equipment ran successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator will not pass the self-test after boot up. There was no patient involvement.